Manufacturer narrative:
(B)(4).

Event description:
The manufacturing representative reported he tried to charge the battery while it was in the box (pre-implant) and received a power on reset (por) message. A physician programmer was used to interrogate the implantable neurostimulator (ins) and it did not display a por message. There was no patient associated with the device and no symptoms were reported. If additional information is received, a follow-up report will be sent.